Event description:
Bleeding in left eye [eye hemorrhage]. Ocular degeneration [eye degenerative disorder]. Blood pressure increase [increased blood pressure]. Case description: this case was reported by a consumer and described the occurrence of eye hemorrhage in a (B)(6) female patient who received biotene oral balance unknown formulation (biotene) unknown (batch number unk, expiry date unk) for drug use for unknown indication. On an unknown date, the patient started biotene (dental) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene, the patient experienced eye hemorrhage (serious criteria gsk medically significant), eye degenerative disorder and increased blood pressure. The action taken with biotene was unknown. On an unknown date, the outcome of the eye hemorrhage, eye degenerative disorder and increased blood pressure were unknown. It was unknown if the reporter considered the eye hemorrhage, eye degenerative disorder and increased blood pressure to be related to biotene. Additional details: consumer reported having her left eye bleeding, eye degeneration and blood pressure that escalated while using biotene.

Manufacturer narrative:
An ae revision was made on (B)(6) 2015. The adverse event of ocular degeneration has been removed from the case. This was logged in error as the consumer said she had seen an eye specialist and this is not ocular degeneration.

Manufacturer narrative:
The follow up information was received on 24 july 2015 via consumer authorization form to contact physician. Information included I do not think I should respond to this request since I am still taking biotene and have not had any more problems and consumer declined providing hcp information.